Event description:
It was reported by service report that there was a reduction in brake force, and the ground prong was damaged. It was also reported the scale module was damaged and the bed exit labels were damaged and difficult to read. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: worn brake plate kits; damaged scale module.